Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called requesting clarity of how to set up the tubing and other equipment for performing the etco2 preventative maintenance. I directed the customer the alaris systems maintenance digital user manual that is automatically installed with asm. After directing the customer to the illustrated set up the customer was very pleased. After asking the customer if there was anything else I could help them with I ended the call. No patient involvement. Serial number unknown at this time. (B)(4).